Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this infection cannot be determined; however, there was no indication the patient¿s peritonitis was due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. This is evidenced by the presence of a microorganism that is part of the normal flora of human gastrointestinal (gi), genitourinary (gu) and aerodigestive tracts. Therefore, the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius customer service that the pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2025 following abdominal pain, fever and cloudy peritoneal effluent fluid noted at home. Peritoneal effluent fluid cultures, and a white blood cell (wbc) count obtained and tested in the hospital on (B)(6) 2025 presented with escherichia coli in the culture and a wbc count of 1188/mm3. The patient was diagnosed with peritonitis due to an unknown etiology. The patient was prescribed intraperitoneal (ip) ceftazidime at 2000 mg daily (duration unknown) and intravenous cefazolin (dosage and frequency unknown) to address the infection while hospitalized. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient recovered from this event but remains hospitalized due to unrelated comorbidities and awaiting discharge to a rehabilitation facility. It was confirmed, though the root cause of this infection remains unknown, there was no indication that the patient¿s peritonitis was due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient will resume ccpd therapy on their own home liberty select cycler when transferred to the rehabilitation facility.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius customer service that the pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2025 following abdominal pain, fever and cloudy peritoneal effluent fluid noted at home. Peritoneal effluent fluid cultures, and a white blood cell (wbc) count obtained and tested in the hospital on (B)(6) 2025 presented with escherichia coli in the culture and a wbc count of 1188/mm3. The patient was diagnosed with peritonitis due to an unknown etiology. The patient was prescribed intraperitoneal (ip) ceftazidime at 2000 mg daily (duration unknown) and intravenous cefazolin (dosage and frequency unknown) to address the infection while hospitalized. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient recovered from this event but remains hospitalized due to unrelated comorbidities and awaiting discharge to a rehabilitation facility. It was confirmed, though the root cause of this infection remains unknown, there was no indication that the patient¿s peritonitis was due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient will resume ccpd therapy on their own home liberty select cycler when transferred to the rehabilitation facility.